Manufacturer narrative:
A root cause could not be identified for this event. The field service representative clarified that the event was a single event and that there was no specific solution to the issue. The issue did not appear again. The measuring cell was exchanged and precision checks were performed.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for thyrotropin (tsh). No similar erroneous measurements were observed by the customer. The sample initially resulted as 0.005 uiu/ml and this value was reported outside of the laboratory. The patient's doctor did not believe the result and the error was realized by the customer on (B)(6) 2014. The sample was repeated in a different laboratory and resulted as 2.8 uiu/ml. The sample was also repeated in the original laboratory on the e411 analyzer and resulted as 2.97 uiu/ml. The patient was not adversely affected. The tsh reagent lot number was 179138 with an expiration date of 04/29/2015.

Manufacturer narrative:
This event occurred in (B)(6).